Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals were broken, chipped top case, and had a non-original equipment manufacturer battery. The device's event history log found a battery communication time out" error. To conduct functional testing the device was powered on. Upon power up, the reported problem was duplicated. The non-original equipment manufacturer battery was determined to be the root cause of the issue. To address the issue the battery was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device system battery times out alarm. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.